Manufacturer narrative:
The device was received by the resmed technical service center in (B)(6) and an evaluation was performed. The evaluation determined that the unexpected restart was a single occurrence and could not be reproduced during in-house testing. There was no fault found with the returned device. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(6) that while an astral device was being tested before patient use, it restarted unexpectedly. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the unexpected restart event and revealed occurrences of system fault error messages (sf 218 and 75). In-house testing could not reproduce the reported failure. The investigation determined that the device failures were due to water contamination. Resmed risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).